Event description:
It was reported that the handpiece was leaking. This was not during a surgical procedure. There was no pt involvement. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was received at the manufacturer for eval, but based on the initial investigation details the reported condition of the device leaking during usage could not be duplicated, as a sample could not be acquired. The device was returned to service to be repaired as needed. A f/u report will be submitted if the final results of the quality investigation require one.